Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when the physician went to put the ivc filter through the sheath the filter would not advance through the sheath. The filter was removed from the sheath and a new inferior vena cava (ivc) filter insertion kit was opened. The sheath was replaced and the new ivc filter was inserted successfully. Patient outcome: no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the celect-pt filter could not be advanced through the sheath from femoral approach. The device was removed and another filter was successfully placed. The femoral introducer with loaded filter was returned inside the introducer sheath. The proximal end of the sheath had accordioned and after cutting open, the filter was found sticking inside - severely damaged and with twisted and entangled filter legs. Based on the investigation findings the exact reason for the reported difficulties in advancing the femoral introducer with filter through the sheath cannot be determined. However, the twisted filter legs suggest some manipulation/rotation of the filter before attempting to retrieve it through the sheath. As to filters advanced from femoral approach the instructions for use warn not to rotate the preloaded filter inside the introducer sheath and that attempting to retract the expanded filter through the sheath could damage the secondary filter legs. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.